Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The supera instructions for use, states: under fluoroscopy, continuously and slowly retract and advance the thumb slide multiple times. Each full advancement of the thumb slide will only deploy a short section of the stent. The investigation determined that the reported difficulties appear to be use related. It is likely that deploying the stent too quickly and retracting the delivery system during deployment caused the stents to elongate into the introducer sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an unspecified peripheral artery. An attempt was made to use a 6.5 x 150 mm and a 6.5 x 100 mm supera self-expanding stent. However, the physician used them incorrectly as the stents were deployed too quickly, and the stents elongated more than 10% during deployment. The proximal part of the stents partially deployed in the introducer sheath. Therefore, the devices were removed with the introducer sheath as a single unit, with the stents still attached to the stent delivery systems. Non-abbott stent delivery systems were then used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.